Event description:
A report was received that the patient had developed infection at the midline thoracic incision site. Symptoms included inflammation, drainage and was not feeling good. The patient was prescribed antibiotics and underwent removal of the leads and the ipg. The physician believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.